Event description:
Extension set tubing pulled apart. Pt noted blood clots in the line. 7/3/99- pt stated "line clotted." Pt admitted to ER for clearance of line. Urokinase used to clear line. Peripheral line started for administration of flolan until central line cleared.